Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4)-2011 02:15:04. The weekly pace impedance trend data shows an abrupt increase for max rv pace from 836 to 4047 ohms peak between (B)(4)-2011 and (B)(4)-2011. Oversensing was also noted as 11 ventricular non sustained tachycardia episodes <=210 ms occurred between (B)(4)-2011 19:35:40 and (B)(4)-2011 17:25:48. Noise was also observed as ventricular short interval count was 19.5 counts avg/day, in 188.11 days, between (B)(4)-2011 21:20:10 and (B)(4)-2011 23:59:42.

Event description:
It was reported that the patient went to the emergency room due to a patient alert that had been sounding for the previous five days. The device noted high rv lead impedance, oversensing, and noise. The device was explanted and replaced. No further patient complications have been reported as a result of this event.